Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the stimulator and adapter were connected and impedance measurement/reading was performed, which revealed that the values were normal. A replacement product was prepared, but the physician decided not to replace it and the operation was completed using the product as it was. A postoperative impedance check revealed no abnormalities.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6). Implanted: (B)(6) 2024. Product type extension product ID 3708660, serial# (B)(6). Implanted: (B)(6) 2024. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 13-jan-2027, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 13-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the dbs lead was connected to the activa adapter with a torque wrench, the connector block was not supported by two fingers, causing the metal at the connection to rotate 90 degrees to the right along with the torque wrench. Both occurred at the electrode connection at the proximal end (no. 0) of the adapter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep clarifying that the torque wrench was rotated once to the left and then to the right again to put it back. The connector block was held with the surgeon's thumb and forefinger.